Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade unknown. Clarification to d6a: implant date was reported as 2005. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported ¿capsular contracture¿ baker grade unknown. This record is for left side. Device was explanted and replaced. Device will not be returned.